Manufacturer narrative:
Only one of the three complaint instruments was provided. An evaluation of the instrument was performed. The hardness of the instrument was measured and found to be at 55 hrc, which is within specification (54+/-4 hrc). All of the dimensions were found to be within tolerance. The overall condition of the instrument was used condition, typical for a one year old instrument. Both blades of the instrument have an impression in the same place. This indicates that the scissors were overstressed and were used to cut an inappropriate material. The instrument has tungsten carbide insert blades, which have a metal base 5mm from the tip. As a result, this part of the instrument is more delicate. A review of the device history record (DHR) did not identify any issues would have contributed to the reported issue.

Manufacturer narrative:
(B)(4). The complaint instrument has been returned to the supplier for evaluation. The evaluation of the instrument has not been completed. A follow up will be sent once the evaluation has been completed.

Event description:
The customer claims that while cutting soft tissue, the tip of the instrument broke off.  The surgeon obtained another op5525 instrument, which also broke while cutting the soft tissue.  A third op5525 instrument was obtained, which again broke while cutting the soft tissue.  There was no additional intervention or injury to the patient.  The procedure was completed successfully.  The customer will only be returning one of the instruments for investigation.  The customer stated that the first two instruments were discarded by the surgeon.